Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had resistance at the part of pilot balloon when an air was injected. The customer indicated no patient involvement.

Manufacturer narrative:
Evaluation summary: on sample of device was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.